Manufacturer narrative:
The lens was returned. Solution was dried on the lens. The optic was torn/cut through the optic, dividing the lens into pieces. Only one half of the lens was returned. The optic has small split/cracks extending from the torn/cut line of damage. The product investigation could not identify a root cause. The lens is cut in half, typical of an insertion and removal. Additional lens damage was observed. A lens bench evaluation could not be performed due to the condition of the lens. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A nurse reported that two days following an intraocular lens (iol) implant procedure, the patient experienced halos during the day that worsen at night. An iol exchange was performed in a second procedure. Additional information was requested.